Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that in (B)(6) 2016, this patient was implanted with an subcutaneous implantable cardioverter defibrillator (s-ICD) system. During the procedure, difficulty was encountered inducing ventricular fibrillation for induction testing. Eventually when induction was successful at 65 joules, the induced rhythm did not convert. Multiple inductions were attempted, but the s-ICD failed to convert. The patient had been on amiodarone at the time, but then it was discontinued. The patient was discharged home with a life vest on and the s-ICD off. It was noted the life vest manufacturer was concerned that an active s-ICD might interfere with the life vest's ability to sense properly. The patient's family also thought that when the life vest started beeping, they were to push the button to divert therapy. It was noted that they did this 18 times, not understanding they were diverting necessary therapy to the patient. Emergency medical was contacted and were able to resuscitate the patient. A competitor transvenous was then implanted, but was later removed for infection and erosion. During this six months, the patient lost approximately 60 lbs and the amiodarone is now out of his system. The s-ICD was then revised by moving the device, but there was still difficulty inducing the patient into ventricular fibrillation, but was able to induce ventricular tachycardia. The induced ventricular tachycardia converted with an 80 joule shock. The physician and medical staff used a temporary catheter and worked for approximately 1.5 hours to induce ventricular fibrillation. Once they did, the device detected, but the shock failed to convert. It was also noted that maintaining telemetry was challenging during the vf event due to electromagnetic interference. The s-ICD system was later explanted due to induction challenges. No additional adverse patient effects were reported.